Event description:
It was reported that pump stopped by itself and repeatedly showed malfunction alarm when distributor turned pump on and off during evaluation, with no blood glucose information provided. There was no reported impact to the customer¿s blood glucose level. Customer¿s pump was planned for return to distributor for further inspection, and replacement pump was provided while awaiting device evaluation; no additional information was received regarding the outcome of the event.